Event description:
During initial implant procedure, failure to capture when measuring capture threshold was observed on the right atrial (ra) lead. Additionally, there was p-wave sensing issues. The ra lead was explanted and a new lead was successfully implanted to resolve the event. The patient was stable with no consequences.